Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following results: a visual inspection of the pump confirmed the cracked battery compartment. Unrelated to the battery cap was damaged. The audio bolus button was difficult to press. The cover was removed and evidence of contamination was found around the button contact and slug.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.